Event description:
It was reported that the patient experienced a loss of device efficacy. The outcome was resolved without sequelae on (B)(6) 2014. Interventions included therapy suspended. No diagnostic methods were used. The subject turned the device off on (B)(6) 2013 due to deciding it was no longer working for her. The patient wanted it explanted. Additional information received reported etiology included it was related to the device or therapy and not related to the implant procedure. The entire system was explanted and the patient resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 317380001, implanted: (B)(6) 2012, product type: accessory. Product ID: 3 889-28, lot# v942569, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).